Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Event description:
Indicated device fracture. Fracture of the zirconia abutment in the lab when preparing. No contact with patient.

Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote. Evaluation result: fracture problem ((B)(4)) and evaluation conclusion: design deficiency ((B)(4)).